Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3391s-40, lot# v525595, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3391s-40, lot# v525595, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient was admitted to the emergency room with an overdose. The patient had drunk rubbing alcohol and other pharmacy items. They attempted to turn the implantable neurostimulators (ins) off to monitor the EKG. The ins were implanted for depression and the ins must not be working. It was confirmed they were able to turn the ins off and monitor the EKG.